Event description:
Customer reportedly received results of 500 mg/dl and 20 mg/dl within 10 minutes on the compact system. The customer did not provide the location where the discrepant results were obtained. No high or low blood symptoms reported. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek compact system: meter, test drum lot number 20653841, expiration date 03/31/2008.

Manufacturer narrative:
The suspect product is the compact test drum.